Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k): the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown) the device displayed technical failure codes 300, 316, 545 and displayed a blue screen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the device was not returned for evaluation, however, the customer did send in log files for review, which confirm the screen went dark due to a defective mainboard. The unit has been replaced.